Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to issue medication pantoprazole 40mg for the patient, but there was a pop-up error message stating "tablet issue amount cannot exceed the station quantity on hand of 0 tab". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication quantity was incorrect. A technical support specialist (tss) confirmed the customer reported an error stating the tablet issue amount exceeded the quantity on hand of 0, verified via medbank myqlink that no medication was available, and advised the customer to contact pharmacy to stat the medication. The system functioned as intended after the technical support specialist investigated the device.